Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot#:3320836 d4. Medical device expiration date: 31-may-2025 h4. Device manufacture date: 16-nov-2023 unique identifier (UDI) #: (B)(4). D4. Medical device lot#:3339019 d4. Medical device expiration date: 31-may-2025 h4. Device manufacture date: 05-dec-2023 unique identifier (UDI) #: (B)(4). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sst¿ ii advance blood collection tubes, an unspecified number of tubes were observed to have multiple gel droplets in the samples after centrifugation, as well as erroneous patient results. There was no health impact or consequences reported.

Event description:
It was reported while using bd vacutainer® sst¿ ii advance blood collection tubes, an unspecified number of tubes were observed to have multiple gel droplets in the samples after centrifugation, as well as erroneous patient results. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: material#: 367955, lot/batch#: 3320836, 3339019 and 4044858. Bd received one (1) photo for investigation. The photo was reviewed and the indicated failure mode of oil gel globules was observed. Additionally, 100 retention samples of the incident lot were selected from bd inventory for visual evaluation and upon completion, factors relating to the indicated failure mode of oil gel globules were not observed. Complaints for sample quality were not under statistical control for the month of august 2024. Therefore, factors that may contribute to oil gel globules were evaluated through a clinical study to verify the design of the device met its intended use. There were no difficulties encountered during blood collection and as tubes exhibited proper fill. Bd was able to duplicate the customer¿s indicated failure mode (oil gel globules) with lot: 3320836 because the defect was evident in the testing of the complaint lot samples. Replicates of lot: 3320836 retention samples showed a degree of the defect. All other visual observations with respect to lots: 3339019 and 4044858 demonstrated clinically acceptable performance with both retention and control samples. Bd was unable to duplicate or confirm the customer¿s indicated failure mode (erroneous results-unknown) because no erroneous analyte was reported by the customer. The affected analyte(s) must be specified in order to perform clinical testing. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is confirmed for oil gel globules but unable to be confirmed for erroneous results-unknown. Bd was not able to identify a root cause for the indicated failure modes. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.